Manufacturer narrative:
Per the user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 35-43 mg/dl). Glucose tablets and gatorade were consumed to address low bg. Customer believed the pump correction factor setting was not correct and was cause of low bg. Customer reported no issues with pump or supplies. Reportedly, customer discussed low bg with a healthcare provider.